Event description:
It was reported that the physician reported an unspecified out of range impedance measurement alert. Boston scientific technical services (ts) reviewed the data stored in the remote home monitoring system and found high out of range shock impedance measurements from one, two and three years earlier. No recent out of range measurements were observed. Ts discussed further troubleshooting steps. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the physician reported an unspecified out of range impedance measurement alert. Boston scientific technical services (ts) reviewed the data stored in the remote home monitoring system and found high out of range shock impedance measurements from one, two and three years earlier. No recent out of range measurements were observed. Ts discussed further troubleshooting steps. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the shock impedance continued to be high and is now close to 160 and 170 ohms. The impedance measurement increase has been gradual with no noise observed. Ts discussed potential causes of gradual shock impedance increases and suggested further testing. The ICD and rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the physician reported an unspecified out of range impedance measurement alert. Boston scientific technical services (ts) reviewed the data stored in the remote home monitoring system and found high out of range shock impedance measurements from one, two and three years earlier. No recent out of range measurements were observed. Ts discussed further troubleshooting steps. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the shock impedance continued to be high and is now close to 160 and 170 ohms. The impedance measurement increase has been gradual with no noise observed. Ts discussed potential causes of gradual shock impedance increases and suggested further testing. All efforts to obtain additional information have been exhausted. The ICD and rv lead remains in service and no adverse patient effects were reported. Additional information was received that the patient underwent a device change out procedure for an unrelated issue. Prior to the procedure, during the interrogation the rv lead shock impedance measurement was 150 ohms. During the change out procedure integrity testing was performed with the existing device and yielded 105 ohms and 112 ohms respectively. Once the new ICD was implanted the shock impedance measurement was 105 ohms. The rv lead remains in service with the newly implanted ICD. No adverse patient effects relating to the high shock impedance were observed.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.